Event description:
An arterial line has been placed in the patient. After a few days, the shaft of the catheter separated from the hub and became loose in the patient. Plastic surgeons were able to recover the dislodged shaft of the catheter. The patient was unharmed.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawings, instructions for use (IFU), quality control and trends was conducted during the investigation. The complaint device has not been returned to assist in the investigation. There is no evidence to suggest that the device was not manufactured to specification. Without return of the complaint device or lot number information, we cannot determine the root cause of this incident. We have notified the appropriate internal personnel and will continue to monitor for similar events. Per the conclusion of the quality engineering risk assessment, further risk reduction is not required.

Event description:
An arterial line had been placed in the patient. After a few days, the shaft of the catheter separated from the hub and became loose in the patient. Plastic surgeons were able to recover the dislodged shaft of the catheter. The patient was unharmed.

Manufacturer narrative:
(B)(4). The event is currently under investigation.